Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. Per instructions for use, granuloma formation is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
During follow-up for another issue, clinical specialist (cs) reported that the patient in question underwent a pump site revision due to formulation of a granuloma.